Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump had scratches on the lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose and issues with insulin pump. Customer's blood glucose level went as low as 45 mg/dl and as high as 325 mg/dl. Customer advised they had air bubbles inside their tubing. Customer advised they found gaps of 2 to 3 inches of air bubbles. Customer did not feel comfortable with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.